Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider returned an inlet filter and fan filter. The service engineer evaluated the filters and could not duplicate the reported complaint. A visual inspection found both filters were very dirty but no other issues were observed. The filter were installed into a test ventilator, the unit was powered up and passed the power on self-test. The unit was allowed to ventilate overnight and no issues or alarms were observed. The reported event could not be duplicated.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient use a ventilator generated an internal temperature failure alarm and powering the device on/off didn't solve the problem. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.